Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was marked as ventricular fibrillation (vf). In addition, the lead also exhibited high impedance measurements. Boston scientific technical services (ts) discussed possible lead fracture issue and consider obtaining an xray. Additional information indicated that the lead was surgically abandoned due to lead body damage. No additional adverse patient effects reported.